Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a blower temperature high error message- error code 1122. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a blower temperature high error message. The biomedical engineer (bme) reported that the issue was not duplicated, but the error 1122 was observed in the event log. The rse advised the customer to check the cooling fan for proper operation, and filters for cleanliness. It was also recommended to perform an extended run in to duplicate the complaint and check pneumatics. The blower temperature reading during run was in less than 95. The rse recommended replacing the blower assembly to address error code 1122. The customer was provided with the part number for a replacement blower assembly. The investigation is ongoing.